Event description:
On june 13, 2024, a sentec employee was made aware of an adverse event with the ipv-1c device ocurring at (B)(6). Limited information is available on this event, as the customer did not provide any additional information on the event when requested. It was relayed to a sentec employee via phone call that a pediatric patient experienced cardiac arrest due to application errors with the device. No date of when the event occurred was provided, as well as no additional information was provided on patient status.

Manufacturer narrative:
This MDR is being reported due the patient experiencing cardiac arrest. Limited information is available on this event, as the customer did not provide any additional details upon request. It was reported on june 13, 2024, by a sentec employee that a representative at (B)(6) located in (B)(6), stated that a pediatric patient experienced cardiac arrest due to application errors with an ipv-1c device. As the device was not returned for a formal investigation, and the customer adverse event forms were not returned upon request, no formal root cause has been determined at this time. No additional information is available at this time on the event or patient status. If any additional information is received, a follow up MDR will be submitted.